Event description:
A pt reported blood glucose results of "_420,275_ and 120_ mg/dl" with a lifescan meter, performed within _10_ mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.